Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found that due to damage on charged coupled device unit, the image is not displayed and due to damage on charged coupled device unit, b30 (scope communication error) occurs. Furthermore, the following additional issues (non-reportable) were identified during inspection: switch 1 has a scratch, the control section is broken, due to damage on forceps elevator lever(sp), bending section cannot be fixed firmly, grip has a scratch, up/down angulation lever plate has a scratch, right/left plate has a scratch, light guide-cover glass has a scratch, light guide connector has a scratch, video connector has a scratch, video connector case has a scratch, and the control section is broken. A review of the device history record found no deviations that could have caused or contributed to the reported phenomenon. Based on the results of the investigation, the b30 error was likely caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. The instructions for use identify verbiage that can help prevent and/or detect the phenomenon: "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in wli and nbi observation. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor the field performance for this device.

Event description:
The customer returned the endoeye flex deflectable videoscope to olympus repair center for evaluation of a reported unstable image and a b30 (scope communication error). No patient injury or harm has been reported. This report is being submitted to capture the scope error code defect reported by the customer.